Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vising correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with loose epithelium around flap edges and +1 diffuse lamellar keratitis (dlk) on both eyes that was discovered at a post treatment. The patient¿s comments were of blurry vision and light sensitivity. Topical steroid dosage was increased. Patient reported symptoms are significantly interfering with daily activities. Pre-op bcva from (B)(6) 2019: right eye pre-op: 20/20, 1.25 x -2.00 x 94. Left eye pre-op: 20/20, .75 x -2.00 x 90. Post-op from (B)(6) 2019: right eye pre-op: 20/30, .00 x .00 x 90. Left eye pre-op: 20/60, .00 x .00 x 90.